Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a tear in the oredome on the main unit side. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image did not display. There were no reports of patient harm.